Manufacturer narrative:
Device evaluation: visual inspection of the used device shows evidence of embedded foreign material (fm) in the connector. The specifications state that embedded fm is acceptable if it is less than 0.8 square mm and less 3 or fewer occurrences are acceptable. A tappi chart with a 0.8 square mm dot was placed next to the group, (greater than 3) of embedded fm. Conclusion: reason for the return was confirmed with more that the allowable occurrences. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a very small black dot was observed at the connection end, possibly within the plastic, of the select series angled tip arterial cannula during use. Upon cannulation, the surgeon suspected there was something inside the cannula, but after examination and confirming there was no air present, the cannula was connected and bypass continued without event. Upon removal, the surgeon remained insistent there was an issue. The black dot was observed at that moment. The device was used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that the customer had reported a black dot which they perceived as foreign material.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.